Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was not fitting onto the pump. Reportedly cartridge was successfully loaded to address the event and insulin delivery was resumed. Blood glucose was approximately 100 mg/dl.